Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: deformation of picture in picture connector, defect in video connector socket locking system. Based on the results of the investigation, it is surmised that phenomenon ¿image problems (no image)¿ occurred due to the printed circuit board. Olympus could not identify the cause of the faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center had image problems. The issue was found during reprocessing. There were no reports of patient harm.